Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Patient did not calibrate according to user guide recommendations.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number str-gl-001/serial number sm41557295/lot number 5166422), being used with the complaint sensor, was returned on 08/30/2014. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event of inaccuracies. A root cause could not be determined.